Event description:
A nurse reported that the cutter suction was not possible. The surgery was intraocular lens (iol) implantation. The other surgery details were unknown. There was no report of patient impact. Additional information requested and received that event occurred during the surgery. The surgery was completed on same day by replacing the cutter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).